Event description:
It was reported during the preparation, the device screen did not sense the stylus pen. The stylus pen was replaced and it was used with the same device but the problem could not be solved. The programmer was replaced and is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen due to the touch screen overlay.

Event description:
The programmer was returned for service.